Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 122 mg/dl. Customer vomits, extreme body aches and flu symptoms. Customer treated with manual injections. The blood glucose reading at the time of the event was over 750 mg/dl. Customer does not use the insulin pump when has high blood glucose. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.